Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 300 mg/dl. The troubleshooting was performed. The customer was advised to replace infusion set and reservoir. The customer was advised that the alarm was caused by set/reservoir connection. The customer was advised to return set for analysis. The customer was advised that we will sent the supplies overnight.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.